Manufacturer narrative:
The account zeroed the bed exit system for beds w/o a scale display to resolve the issue.

Event description:
The account alleged the pt position module could not be armed. No pt impact.